Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin anterior/posterior leaflets and a restricted posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a thin, restricted medial posterior mitral leaflet and a thin anterior mitral leaflet. One clip was deployed without issue and a second clip was advanced into the patient anatomy. The clip was successfully able to grasp the leaflet and was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A third clip was then advanced and was deployed, stabilizing the detached clip. The mr was reduced from grade 4 to grade 1. No additional information was provided.